Event description:
The customer reported that his olympus hd 3cmos camera head was not displaying an image and instead presenting an e226 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image during testing and the e226 communication error was displayed. The device¿s cable unit was deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Customer stated the functions of the endoscopy device failed during a laparoscopic low anterior resection transanal endoscopic microsurgery with stoma which resulted in no view of the surgical area. The error could not be remedied by cleaning the contact of the corresponding plug/cold start of the device. The tower was replaced with equipment of the same type. This led to an extension of the procedure, however, the procedure was completed without injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 and h10. B5 correction: added information inadvertently left out of the initial medwatch from the customer. H10 correction: the device evaluation could not confirm the user¿s report. Olympus examined the device and found that the cable was twisted and deteriorated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the e226 error occurred due to a temporary communication failure between the camera head and the processor. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.